Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead exhibited ventricular oversensing that caused inappropriate shock therapy delivery to the patient. The physician suspected lead damage as the cause of the oversensing. The device was electively explanted and the lead was removed. A new guidant dual chamber ICD and lead system were subsequently implanted.